Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This was a hybrid multi-level implantation, 1 m6-c device and 1 acdf, the m6-c device was removed. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that a multi-level patient with an m6-c was explanted due to osteomyelitis in the vertebral body above the disc. It was also reported that the disc lost height.

Manufacturer narrative:
A1: pe 21-21. B4: (B)(6) 2021. D9: yes. Date returned to manufacturer: 03/25/2021. G3: (B)(6) 2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6 codes: medical device problem code: 2682 - patient-device incompatibility type of investigation: 10 - testing of actual/suspected device. Investigation findings: 3252 - fracture problem. Investigation conclusions: 22 - known inherent risk of device, 50 - adverse event related to patient condition. H10: the lhrs were reviewed. The lhr for l/n 10698 fg 0031-14, s/n (B)(6) was examined including the final inspection records and the in-process measurements. There were no non-conformances associated with the lot. The device met the m6-c product specification including the axial stiff ness and flexural resistance specifications. The risk management files were reviewed, and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. Findings: no microbiology orpathology reports were provided. The radiograph images show an m6-c with acdf fusion, where a collapse with loosening of the fixation system was observed on the vertebral body. However, it was not possible to assess the potential role of surgical technique, patient selection or determine the cause of the product experience based on the information provided.